Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds and changes in impedance measurements. A dislodgement was confirmed, therefore, a revision procedure was performed and it was repositioned. No additional adverse patient effects were reported. At this time, this lead remains in service.